Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with hypoglycemia. The patient's blood glucose levels had decreased to 20 mg/dl while wearing the pod for longer than 48 hours. Symptoms reported include being unresponsive, as well as cold and shaking. Once at the hospital, the patient's pod was removed. The patient was diagnosed with low blood glucose levels and heart failure. The patient was treated with 25 units of insulin per day and was prescribed clozapine, amlodipine, cholesterol shield, lasix and 81 mg of aspirin and sleeping medications. The patient's endocrinologist had been at the hospital and applied changes to the patients basal and then set the basal back to the rate prior to the change. The patient was discharged from the hospital after 3 days. As a result of this event, the patient's endocrinologist is monitoring the patients blood glucose levels remotely.